Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, there was moisture in the pump, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the black box showed multiple recurring power on reset events. The returned battery cap and test cap attached to the pump but were unable to tighten securely. The battery compartment was cracked at the threads to the left of the bumper and at the case seal below the bumper. All battery cap measurements were within specifications. The pump was run for 24 hours and no reboots occurred. The complaint of intermittent power was unable to be duplicated. Evidence of moisture was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no damage to the power circuit, and no moisture internally.